Manufacturer narrative:
Additional information: a complete lead was returned in one piece measuring 52.2 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Information received notes that the lead was capped and replaced on (B)(6) 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up via remote, oversensing was observed on the right ventricular lead. The lead was explanted and replaced. The patient was discharged.